Manufacturer narrative:
Additional information added to d6b date of explant. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. No product was returned for investigation. Paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Anemia: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history (lot) device lot: 1951070 device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
B.2 date of death is unknown. D.6b date of explant is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient complained of chest pain over the last two weeks and presented to the emergency department in anterior st-elevation myocardial infarction. The patient was taken for coronary intervention to the left anterior descending coronary artery, and the right coronary artery was found to be in chronic total occlusion and the circumflex artery with 95% lesion. An impella cp was successfully placed, and surgery was consulted for revascularization options. On impella cp support day 4, the patient was taken to the operating room for coronary artery bypass grafting and aortic valve replacement. After the procedure, the impella cp was explanted, and the patient was escalated to an impella 5.5. On impella 5.5 support day 3, the patient experienced an episode of atrial fibrillation (afib) with rapid ventricular response (rvr). The patient was cardioverted three times, however the patient continued to be in afib. The following morning the patient was successfully cardioverted into normal sinus rhythm. On support day 6, it was reported that the patient experienced another episode of afib with rvr. The patient was cardioverted and was cardioverted into normal sinus rhythm. On support day 10, the patient experienced low hemoglobin and hematocrit results and was transfused with one unit of red blood cells. The patient was unable to separate from mechanical circulatory support. The decision was made to transition the patient to palliative/hospice care and to withdraw care. The patient expired.